Event description:
While using a byte day aligners, patient reported that their front teeth collide with their bottom front teeth. Requested information, bite video of their concern in the front when they are biting down.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.